Event description:
It was reported that the inner collet of 3 mesa sm stature deformity polyaxial screws broke during reduction of the rail intra-operatively. The screws were removed and replaced. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported. This report will represent the second of three screws.

Manufacturer narrative:
Visual inspection: upon inspection of the returned device, the inner collet was confirmed to be fractured. Off axis indentations were seen on the tab/lip of the inner collet from reduction instrument. Device and complaint history records were reviewed, and one similar complaint was identified. Per surgical technique: partially lock the proximal fixation points using the rail reduction jack partial locker, also known as the rail superfly, over the rail crickets. It is important the rail crickets are fully reduced for the rail superfly to be properly docked. Introduce the rail superfly over the rail cricket and squeeze the handle to the shaft. Reduce the remaining rail crickets at least halfway at apical levels and tighten so they "kiss" the mesa rail at all other levels. Note: because of the unique geometry, the mesa rail provides significant axial correction by simply tightening the rail deformity crickets slowly along the construct. Be sure to distribute the forces along the entire construct to avoid point-loading the bone-screw interface. Upon inspection of the returned device, one side of the inner collet was confirmed to be fractured. Off-axial indentations were seen on the tab/lip of the inner collet, which indicates the reduction/locking instrument was not placed on tabs as intended. It is possible the locker or reduction instrument was not properly aligned with the screw head, resulting in an unbalanced loading which exceeded the yield strength of the collet, leading to fracture.

Event description:
It was reported that the inner collet of 3 mesa sm stature deformity polyaxial screws broke during reduction of the rail intra-operatively. The screws were removed and replaced. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported. This report will represent the second of three screws.